Event description:
It was reported that the pump touchscreen times out too soon. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support, no additional information was obtained, and case was documented and closed with no further action taken.